Event description:
The manufacturer's field service engineer (fse) reported while servicing the ventilator, the monitor could not be viewed and would not work properly. The fse reported there was no patient involvement.